Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): the customer noted the device is at end-of-life and it will not be returned to the manufacturer for evaluation or repair. Method ¿ no testing methods performed. (B)(4).

Event description:
It was reported that the footswitch would not connect to the port in the console. Follow up with the customer found that during a procedure the footswitch would not plug into the console properly. This caused a delay of about an hour with the patient under anesthesia. They were able to borrow a footswitch from a nearby hospital and completed the procedure without further incident. There was no report of patient injury. Further details were requested but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.